Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to open when trying to issue medication. A technical support specialist attempted to remote into verify whether the drawers were populating correctly and to check for any production issue (pi) alerts; however, the cabinet remained offline even after reseating the network cable, advised the site to contact information technology team for network assistance. Tss then confirmed with customer that the cabinet was functioning as expected, online, and synchronizing properly. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer did not open when user tried to issue medication. After entered the validation code and selected "next", customer did not receive any errors; however, the drawer did not open, and the system did not proceed to the countback page. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.